Event description:
The customer called and reported that her sensor was giving incorrect readings that were triggering the customer's insulin pump to suspend. The customer's blood glucose was 113 mg/dl while the sensor gave a reading of 45 mg/dl. The customer stated the insertion was in a good area, the cannula was not bent, and he did not know what caused the issue. Customer was advised the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.